Event description:
It was reported that the fiberglass shaft of the fenestrated maryland bipolar instrument is shredding. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of main tube has a 1 inch long by .200 inch wide section with light material removed. The damaged area starts above the proximal clevis and is parallel to the tube longitudinal axis. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is rec'd.